Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the or patient's IV was leaking onto the floor from where the tubing was connected to the stopcock, and at the connection site to the peripheral catheter. The clinician reconnected the set that was connected to the stopcock and replaced the tubing distal to the stopcock. During this event the patient was not being adequately sedated which delayed the surgery for approximately 30 minutes.